Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r h3, h6: the system was evaluated in the field. In summary, the camera was replaced. The system then functioned as intended. Codes b01, c08, and d02 are applicable. The manufacturer received the camera back for evaluation. The returned psu has scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to jun 2019. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .655mm with a passing threshold of .250mm. This psu had not been previously returned for a failure. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a localizer faulted error before a case. There was no patient involvement. Additional information was received. It was reported that network device interface (ndi) toolbox showed the following: "bump detector battery fault, return for service.", "bump detected, accuracy assessment recommended.", and "storage temperature exceeded."

Manufacturer narrative:
Removing code a24, which was listed in error. Additionally, the lot # of the device with product ID: 9735821r was omitted by mistake. The correct lot # is p901925. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.